Manufacturer narrative:
The device was returned as part of routine maintenance. It was noted that the control unit was shaved and the switch box had discoloration. The grip and connecting tube had a scratch. The air/water cylinder and scope cylinder had no color. The scope cover had a crack and the electrical connector was dirty due to water leakage. The play of the up/down knob was out of standard value due to wear of the angle wire and the bending tube was deformed. The adhesive around the objective lens had wear and there was corrosion around the forceps elevator arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned for maintenance. During routine inspection of the device by olympus, it was noted that there was a whitish foreign material inside the air/water tube and cylinder. It was also noted that a stain was found inside the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the whitish foreign material was in the air/water (a/w) channel and a/w cylinder was unable to be identified and the cause was not conclusively specified for it remaining in the device. However, the likely cause of the stain inside the light guide (lg) lens is due to humidity invading the lg lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.